Manufacturer narrative:
The customer changed the ise reagent, tubing, ise reagent probe, and ise electrodes. It was reported system errors were occurring after the replacement of parts. The customer has attempted to adjust and bend the reagent probe. The investigation reviewed the qc results from (B)(6) 2022 and the results were within the acceptable range. The customer's qc had measurements outside the acceptable range with subsequent measurements on the day of the event. The last time the ise electrodes were exchanged was unknown. The field service engineer found the ise probe was misadjusted and was hitting the reaction cells. The ise probe was adjusted and mechanical and operational checks were performed with passing results. He performed precision testing. After service, no further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas c 501 module. The patient's initial na result was reported outside the laboratory. The na result had a delta flag and the customer performed repeat testing on a different c 501 module. The patient's initial na result was 150 mmol/l. The patient's repeat na result was 138 mmol/l. The customer determined the repeat na result was correct. The na electrode lot number and expiration date were requested but not provided.